Manufacturer narrative:
Date of event approximated to (B)(6) 2017, implant date, as a specific event/symptom onset date was not provided. The provided lot number, 0000056096, does not match the reported device (obtryx mesh). Therefore the device expiration and manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient on (B)(6) 2017. After the procedure, in 2020, the mesh had eroded through the vaginal mucosa. The patient underwent a surgical procedure to treat the vaginal mesh erosion on (B)(6) 2020. The patient subsequently experienced recurrent pain, but no mesh erosion. Due to the severity of the pain, she wanted the mesh to be removed. The mesh removal was scheduled for (B)(6) 2022.